Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement

Event description:
Case# (B)(4). Npi barrel clamp fail in open position on 8110 unit. Other- specify in comments. There is no patient involvement. (B)(4). Tech needs support on 8110 unit serial # (B)(4). Tech is report the syringe unit when running pm test the barrel clamp failing when in close position it open will like to send unit in for repair but confirm quote for repair & also for housing assy part quote for part. Tech will call back once he has po# setup for repair services.